Manufacturer narrative:
.

Event description:
Additional information was received that the surgeon will not be following the patient or programming them and she does not have a neurologist. However he is are going to help get her established with a neurologist. The neurologist will be part of his practice but he/she had not signed on to that practice yet. The office will hold on to the written attempt and forward it over to the new neurologist when he/she joins to be address after the patient is able to be seen. The explanted generator will not be returned to the manufacturer for evaluation as the hospital has a policy that they do not return products due to the processing cost.

Event description:
It was initially reported that the patient was admitted to the emergency room due to an increase in seizures. It was suspected by the ER physician's that the patients generator was depleted and causing the increase in the seizures but wanted to check the device to confirm. A battery life calculation that was preformed show that the patent would be near or at end of service but the actual state of the battery has not been determined. The patient had a generator replacement. Good faith attempts for additional information have been unsuccessful to date and product return are in process.